Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024 additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7074136. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081248.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a decrease in pain relief and it was noted that the patient was not taking their prescribed medication properly. Therefore, it was unclear if the decrease in pain relief was due to their scs system or due to the patient not taking the prescribed medication. The patient was given medication by a different physician and then underwent an explant procedure of their scs system. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.